Event description:
Hcp reported to manufacturer's representative a patient death occurred one day after implant due to probable overdose. The drug in the pump was dilaudid (1000 mcg/ml) 15 mg with 5 mg bupivacaine for a total of 8 ml but patient was also taking oral dilaudid and actiq lollipop (oral fentanyl). The pump was started at 3 mg/day. The patient was having some discomfort in the afternoon and had 24 hours of meds in them - was prescribed an oral dose of dilaudid and actiq. The patient is believed to have taken one of each pill and later died. An autopsy is being done. The manufacturer has requested return of the pump for analysis. Medical examiner stated he will return pump for analysis. Medical examiner reported fentanyl level (actiq) was greater than therapeutic, dilaudid level is pending and cause of death is likely combined drug intoxication. A follow up report will be sent when further information is received.